Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved attaching a cassette to the device and it was found that the pump ran with no issues; the reported alarm was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating that there was no patient involvement, the issue was found during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "no disposable". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.